Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received for evaluation. A visual inspection was performed with an unrelated issue noted. A leak test and clear passage test were performed with no issues noted. A clamp function test was performed with an unrelated issue noted. An integrity of seal test was performed with no leak noted. The interior diameter of the patient connector was measured and was determined to be within specification. The reported problem could not be identified or duplicated during the evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the transfer set was not able to be connected to the titanium adaptor tightly. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.